Manufacturer narrative:
The insulin pump passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test and prime or compromised force sensor system alarm test. Constant motor error alarms during bolus delivery due to corrosion on motor assembly. Unable to perform occlusion test or excessive no delivery test due to constant motor error alarms during boluses. No motor position encoder error noted in the alarm history file. Device received with minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and slight moisture damage in battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor encoder position error. The customer was assisted with troubleshooting. The customer¿s blood glucose level was 202 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.